Event description:
The suspect device did not read the test strip code key when turned on. Only -- was displayed. Recalled values in the memory and the code 065 appeared. Turned the device back on and the code appeared. The device was replaced and requested to be returned for evaluation.